Manufacturer narrative:
Bayer case number: (B)(4). Recurring pain on the left side of my lower abdomen. Pain in the left iliac fossa [lower abdominal pain]. Left device which was not in place [device dislocation]. Here appeared to be a residual fragment of the essure implant on the left side [device breakage]. Episodes of migraine. Recurrent vomiting. Recurrent pain in the sigmoid intestine [gastrointestinal pain]. Irritable bowel. Nausea. Memory loss. Dizziness. Malabsorption of nutrients and vitamins. Loss of concentration [concentration loss]. Dry eyes. Unstable myopia. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2026. The most recent information was received on (B)(6) 2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("recurring pain on the left side of my lower abdomen/pain in the left iliac fossa"), device dislocation ("left device which was not in place") and device breakage ("here appeared to be a residual fragment of the essure implant on the left side") in a 41-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), migraine ("episodes of migraine"), vomiting ("recurrent vomiting"), gastrointestinal pain ("recurrent pain in the sigmoid intestine"), irritable bowel syndrome ("irritable bowel"), nausea ("nausea"), amnesia ("memory loss"), dizziness ("dizziness"), malabsorption ("malabsorption of nutrients and vitamins,"), disturbance in attention ("loss of concentration"), dry eye ("dry eyes") and myopia ("unstable myopia"). The patient was treated with surgery (to completely remove essure, on (B)(6) 2015 left salpingectomy and to complete removal of essure under general anaesthesia). At the time of the report, the gastrointestinal pain, irritable bowel syndrome, nausea, amnesia, dizziness, malabsorption, disturbance in attention, dry eye and myopia had not resolved. The outcomes for abdominal pain lower, device dislocation, device breakage, migraine and vomiting were unknown. No causality assessment was received for essure with regard to abdominal pain lower, device dislocation, migraine, vomiting, gastrointestinal pain, nausea, dizziness, malabsorption, disturbance in attention, myopia, device breakage, irritable bowel syndrome, amnesia or dry eye. The reporter commented: thank you for referring your female patient to me for discussion of an essure implant removal. She therefore underwent permanent sterilization by essure in (B)(6) 2014. In (B)(6) 2015 as the abdominal x-ray without contrast showed the migration of the left implant, a laparoscopy was performed by one of my colleagues, where the left implant was removed with the removal of the fallopian tube. Even back then, there appeared to be a residual fragment of the essure implant on the left side, later confirmed on several x-rays. Describes persistent pain in her left iliac fossa with episodes of migraines and recurrent vomiting. She is requesting the removal of the right implant, but also of this residual fragment. Since this fragment is around a millimeter in size and of course very difficult to see, I need to know exactly where it is located before the procedure. You have rightly prescribed a scan for her, I will integrate it into the pacs system and review the scan with my radiology colleagues, to know precisely where this implant is located. I will then call to explain what support I can offer her. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): revealed a migration of the left essure, located a priori between the distal portion of the fallopian tube and the ovary; the right essure is in place. After discussion with the female patient, we performed a surgical exploration to remove this implant and a left salpingectomy. [Hysterosalpingogram] on (B)(6) 2015: confirming the anomaly. [X-ray] on (B)(6) 2015: showed a major anomaly of the left device which was not in place.; (date unknown): even back then, there appeared to be a residual fragment of the essure implant on the left side, later confirmed on several x-rays. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) recurring pain on the left side of my lower abdomen. / pain in the left iliac fossa [lower abdominal pain] , left device which was not in place [device dislocation] , here appeared to be a residual fragment of the essure implant on the left side [device breakage] , episodes of migraine [migraine] , recurrent vomiting [vomiting] , recurrent pain in the sigmoid intestine [gastrointestinal pain] , irritable bowel! [Irritable bowel] , nausea [nausea] , memory loss [memory loss] , dizziness [dizziness] , malabsorption of nutrients and vitamins, [malabsorption] , loss of concentration [concentration loss], dry eyes [dry eyes] , unstable myopia [myopia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("recurring pain on the left side of my lower abdomen./ pain in the left iliac fossa"), device dislocation ("left device which was not in place") and device breakage ("here appeared to be a residual fragment of the essure implant on the left side") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), migraine ("episodes of migraine"), vomiting ("recurrent vomiting"), gastrointestinal pain ("recurrent pain in the sigmoid intestine"), irritable bowel syndrome ("irritable bowel!"), nausea ("nausea"), amnesia ("memory loss"), dizziness ("dizziness"), malabsorption ("malabsorption of nutrients and vitamins,"), disturbance in attention ("loss of concentration"), dry eye ("dry eyes") and myopia ("unstable myopia"). The patient was treated with surgery (to completely remove essure, on (B)(6) 2015 left salpingectomy and to complete removal of essure under general anaesteshia). At the time of the report, the gastrointestinal pain, irritable bowel syndrome, nausea, amnesia, dizziness, malabsorption, disturbance in attention, dry eye and myopia had not resolved. The outcomes for abdominal pain lower, device dislocation, device breakage, migraine and vomiting were unknown. No causality assessment was received for essure with regard to abdominal pain lower, device dislocation, migraine, vomiting, gastrointestinal pain, nausea, dizziness, malabsorption, disturbance in attention, myopia, device breakage, irritable bowel syndrome, amnesia or dry eye. The reporter commented: thank you for referring your female patient to me for discussion of an essure implant removal. She therefore underwent permanent sterilization by essure in (B)(6) 2014, in (B)(6) 2015 as the abdominal x-ray without contrast showed. The migration of the left implant, a laparoscopy was performed by one of my colleagues, where the left implant was removed with the removal of the fallopian tube. Even back then, there appeared to be a residual fragment of the essure implant on the left side, later confirmed on several x-rays. Describes persistent pain in her left iliac fossa with episodes of migraines and recurrent vomiting. She is requesting the removal of the right implant, but also of this residual fragment. Since this fragment is around a millimeter in size and of course very difficult to see, I need to know exactly where it is located before the procedure. You have rightly prescribed a scan for her, I will integrate it into the pacs system and review the scan with my radiology colleagues, to know precisely where this implant is located. I will then call to explain what support I can offer her. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): revealed a migration of the left essure, located a priori between the distal portion of the fallopian tube and the ovary; the right essure is in place. After discussion with the female patient, we performed a surgical exploration to remove this implant and a left salpingectomy. [Hysterosalpingogram] on (B)(6) 2015: confirming the anomaly [x-ray] on (B)(6) 2015: showed a major anomaly of the left device which was not in place.; (date unknown): even back then, there appeared to be a residual fragment of the essure implant on the left side, later confirmed on several x-rays. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.